Event description:
Pt received an intrathecal baclofen pump and has experienced the following known adverse events while using lioresal, intrathecal baclofen: peripheral edema, dysphagia, and skin ulcers which all required intervention. Adverse events experienced by pt but not listed on the side effects list that also required intervention are: pressure ulcers on ankles, a chronic ulcer, reoccurring ulcers, blisters and reoccurring blister, impaired wound healing, delaying wound healing, wound dehiscence of an incision other than the pump site, swelling, reflux, extreme dysphagia and sensitivity to lioresal, intrathecal baclofen. I have enclosed two separate, in depth, very detailed, summarized log sheets that I composed to give a quick reference to all the medical problems associated with the pt since using the intrathecal baclofen pump. One log is of her spinal fusion and intrathecal baclofen pump (itb) and the problems she encountered dated (B) (6) 2008-(B) (6) 2008. The other log is of her hip and pelvic osteotomy, adductor muscle release, and her ankle wound trauma, dated (B) (6) 2008-(B) (6) 2010. I had originally started the ankle wound log 6 months after the wound would not heal for my own benefit. I went back and filled in the info from the doctors notes in her medical records. The logs are very detailed ad complete with dates, issues, treatment tried, doctor's notes, and my own notes. It was observed that as the itb was increased; the wound would get worse. If the itb was decreased; the wound would get better; if no change in the itb; the wound would stall and come to a standstill then usually get worse. The info in the logs is all relevant as it represents the whole picture of the adverse events the pt experienced due to the itb. Also enclosed are her test and lab results that were done while trying to figure out a cause or a reason why the wound wouldn't heal, photos which document the wound and show the progression or regression of the wounds, and her medical records from her doctors. Please read both logs to get a better understanding of the adverse events experienced. Dose or amount: - starting dose was 50mc per 24 hours, frequency: continuous, route: intrathecal (037). Starting dose was 2.5mg, once a day, oral intake. Dates of use: (B) (6) 2008 - present. Diagnosis or reason for use: cp, holoprosencephaly - used for spasticity. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction: yes.